Manufacturer narrative:
The following fields were updated due to corrected information: b5: describe event or problem: it was reported while using bd max¿ system, bd max¿ instrument false positive results were obtained. Confirmation testing performed and results were negative. There was no report of patient impact. D1: medical device brand name: bd max¿ system, bd max¿ instrument. H6: investigation: the complaint of "unusual plot/curves" was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving 11 c-diff samples with atypical curves causing false positive signal or shaky/late signal among 25 runs. Review of the database shows that these runs were mainly on pump 2 with some of the runs showing low raw signal and mostly occurring on side a. Customer contact again and database was reviewed. Database shows that c-diff runs were mainly on a side, but had numerous shaky with late amplification. Field service returned and replaced both a side reader and heater mux. Instrument was returned to the customer functional. The complaint is confirmed. Root cause cannot be determined with the information provided. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument installation ,and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text: see h10.

Event description:
It was reported while using bd max¿ system, bd max¿ instrument false positive results were obtained. Confirmation testing performed and results were negative. There was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd max¿ instrument false positive results were obtained. Confirmation testing performed and results were negative. There was no report of patient impact.